Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a mmc cup was implanted on (B)(6) 2011. The range of motion decreased and the pt suffered from fatigue and pain at walking. MRI showed 2a changes and co, cr, ti concentrations elevated. The pt underwent a revision surgery on (B)(6) 2015.

Manufacturer narrative:
No trend identified. The product combination used is approved by zimmer. The device history records were reviewed and found to be conforming. The mmc cup shows a worn bevel of the spherical calotte indicating rim loading. The wear measurement showed increased wear values for the head and cup compared to. Minor signs of corrosion could be found on the inner surface of the head adapter. Considering this, it is assumed that the wear of the articulation coupling is the source for the elevated cobalt and chrome levels. Due to bilateral arthritis, the patient had mom prosthesis on both sides. Since there is no information about the mom prosthesis on the opposite hip, it is unknown if this contributed to the elevated ion levels, too, and if so, to which extent. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).